Manufacturer narrative:
(B)(4). This device was not able to be returned; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident.

Event description:
It was reported that the patient implanted with this right ventricular (rv) lead had experienced intermittent phrenic nerve stimulation (pns), and was recently scheduled for a lead revision after a prolonged period of pns during exercise. The stimulation was documented to be from the rv lead in both the bipolar and unipolar pacing configurations. It was also reported that the patient had multiple hospital admissions since (B)(6) 2018 with collapses and chest pain. During the procedure, this rv lead was surgically abandoned and replaced with another lead of the same model. It was noted the pacemaker was replaced during the procedure as well. No additional adverse patient effects were reported.